Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the reagent probe 3 (rp3), primed the acid pump and ran a quick check and qcs, which recovered within ranges. Siemens further evaluated the event and reviewed qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. Siemens concluded that sample specific variables such as microparticles in the sample could not be ruled out. The cause of the falsely elevated tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The patient was redrawn and was tested on the same atellica im 1300 analyzer. The redraw repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.